Manufacturer narrative:
The device history record (DHR) review was completed and there were two non-conformance found related to this serial number. However, the valve was re-worked to completion, passing all inspections.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years and nine (9) months due to unknown reasons. No additional information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to mitral stenosis and mitral regurgitation. The tmvr procedure was performed resulting in the successful deployment of a 26mm edwards transcatheter valve. The patient was reported as doing well post-procedure.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed and shows that there are two ncrs related to this serial number. The valve was re-worked to completion, passing all inspections. This device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.